Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastric bypass the reload did not load into the unit properly. The needle dropped out of the device into the patient's cavity and was retrieved with graspers.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. The event report alleges the product was used in a surgical procedure. No visual or functional abnormalities were noted for devices one and three. Instrument two was found difficult to toggle. Upon disassembly and reassembly no difficulty was experienced in loading, unloading, or toggling the needle in device one two. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.